Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect nor was non-conformity observed from return product. Returned sample results: the customer returned an implant and a carrier but not in the original package. The part was visually inspected and verified to be a hahn implant 3.5 mm x 11.5 mm using the radiographic template. No bone tissue or any debris was detected from the implant. No defect nor non-conformity was observed from both implant and carrier. Root cause: the root cause is inconclusive but possible root cause is the operator did not follow the drilling protocol in IFU 570 rev 1.0. The possible failure mode was listed detailed in rpt 6683 rev 1.0 -risk assessment report for dental surgical components, under the "customer related" process aspect.

Event description:
It was reported that the hahn tapered implant failed. The provider notes that the "hole was too big." It is unclear if the osteotomy was too large for the implant selection or if the implant itself was out of specifications.